Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as red and itchy hives. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a hydro-cortisone-ointment for the skin irritation. The outcome of the irritation is unknown.